Event description:
The consumer reported a return of symptoms. Their pain was at a level 9 now because they couldn't use their device. It was reported that an appointment couldn't be set up until (B)(6). The pain started when the storm rolled in. Relevant medical history includes non-malignant pain. Additional information received from the patient reported that their internal device would not hold a charge. The patient stated that they scheduled an appointment with their healthcare provider (hcp) in order to resolve the issue. It was noted that the appointment wouldn't be until april and that the issue hadn't been resolved yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.